Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge rapidly depleted from 80% to 5% when it was connected to a computer. There was no impact to the customer's blood glucose level; as the pump is being used for demonstration purposes.